Event description:
Our affiliate is reporting that a pt had an arthroscopic knee procedure performed in 2008 with the use of an unk milagro screw for tibial fixation. Approximately 3 1/2 months post-op, approx four months later, the pt presented with pain. X-rays were taken and revealed that there was what appeared to be the process of "osteolysis" taking place, the bone tunnel was approx twice the size of it's original creation. At this point in time, the surgeon discerned that a re-vision surgery was called for. The revision took place on the following month. This is all of the info that has to date been made available to mitek. There are questions out to our affiliate for further detail and status.

Manufacturer narrative:
Depuy mitek is at this point in time, awaiting receipt of the complaint device and is also in the info gathering mode. When all that can be had is had and evaluated, the results of the investigation will be the subject of the follow-up report.